Event description:
Dried signal reagent crystal build up on a customer's sr probes during the inspection of their eci analyzer for an unrelated issue. The investigaton determined this event to be consistent with a malfunction which could cause biased results in assays that may be used in critical diagnostic applications. There was no report of patient harm as a result of this event.